Manufacturer narrative:
The reported events of low pacing lead impedance and failure to capture were confirmed. A complete lead was returned in one piece. X-ray examination of the lead found the inner coil inside the connector region was over torqued consistent with procedural damage. Electrical testing of the lead found shorting between conductors due to over torqued inner coil at the connector region. The cause of the reported events was isolated to the over torqued inner coil at the connector region which is consistent with procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited loss of capture and low impedance measurements. The rv lead was removed and replaced. The patient was in stable condition.